Manufacturer narrative:
Model number/catalog number: 72018501 serial number: n/a batch/lot number: 1100748050 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump could not be activated, as the patient was unable to inflate the device and experienced difficulty using it. Additionally, bruising was noted, and scrotal imaging showed evidence of testicular atrophy. The patient subsequently underwent a surgical procedure in which the tenacio pump was replaced with an ms pump. The reservoir and cylinders were left in place, and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump could not be activated. The patient subsequently underwent a surgical procedure in which the tenacio pump was replaced with an ms pump. The reservoir and cylinders were left in place. No patient complications were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field g3: bsc aware date. Correction to field h7: if remedial act init, type. Model number/catalog number: 72018501. Serial number: n/a . Batch/lot number: 1100748050 . Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump could not be activated, as the patient was unable to inflate the device and experienced difficulty using it. Additionally, bruising was noted, and scrotal imaging showed evidence of testicular atrophy. The patient subsequently underwent a surgical procedure in which the tenacio pump was replaced with an ms pump. The reservoir and cylinders were left in place, and no additional patient complications were reported.